Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient¿s device was tested on (B)(6) 2009 and system diagnostic and generator diagnostics results revealed high impedance (>=10000ohms). The patient¿s device was tested again on (B)(6) 2009 and (B)(6) 2011 and system diagnostic results continued to show high impedance. No patient adverse events were reported. No known surgical interventions have occurred to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.